Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient not properly disconnecting the patient line from the transfer set during therapy. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice machine during dwell 3. The home patient (hp) stated he had been getting a few se 2240 alarms per month. The hp disconnects while in dwell and does not press stop while the pump is transferring fluid, causing the alarm. It was unknown if the hp was placing a flexi-cap on the patient line after disconnecting to use the restroom. The patient reconnected once the machine alarmed. The tsr advised reporting the alarms to the peritoneal dialysis registered nurse the next morning. The hp would finish that night's therapy manually. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.